Event description:
A mayfield skull clamp was involved in an incident which was described as follows: an adult female pt was undergoing a craniotomy with the use of a mayfield (40a1059) skull clamp when a slippage occurred. The pt had not been repositioned during the procedure. Adult disposable care fusion pins were being used during the procedure. There was no injury involved with this event. There was no stereotaxy device used during this procedure.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.